Manufacturer narrative:
Complaint is not confirmed. Performed phase I investigation using returned meter. Set meter's date and time to current date and time. Placed meter aside for 12 hours, then checked date and time. Did not observe meter not retaining settings. Case will be transferred for review. Customer and retailers have been informed through the fa21dec2006 letter.

Event description:
The customer's care provider called reporting the customer's precision xtra meter had spontaneously changed the date and time. It was then discovered, due to the results being downloaded to the provider's computer, that the results were not correct.